Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). It should be noted that the patient's anatomy was tortuous. The red72 was pre-shaped with steam for better navigation. The physician experienced resistance while advancing the red72 into the neuron max; however, the physician continued to advance the red72 in the internal carotid artery (ica). An angiograph was performed using the red72 which revealed that the markerband of the red72 had detached and was observed in the anterior cerebral artery (aca). The physician proceeded with thrombectomy in the target vessel which yielded good results. After the target vessel was treated, the physician attempted to aspirate the detached markerband using the same red72 but was unsuccessful. It was reported that the flow in the aca was good with no reperfusion damages. The physician decided to end the procedure at this point.